Event description:
After the bath, the pt was getting up off the pt stretcher to get dressed. The pt moved over and sat on the head end of the stretcher and the stretcher gave away then tipped over. She also did not have safety belts on because she was getting up and moving around. The pt received a bump to the forehead, was taken to emergency room and returned the same day.

Manufacturer narrative:
The bath aid stated that the resident's weight was not in the center of the stretcher lift which caused the lift to tip over. Procedures per the penner safe operation and daily maintenance manual were not followed which states to evaluate if proper candidate before using the lift and have an assistant when required.